Event description:
It was reported that guidewire detachment occurred resulting in unretrieved device fragments. A gw/035/145 (bx/5) amplatz super stiff guidewire was advanced to cross the lesion. However, after inserting, the wire coating became unraveled. Knotted, and broke-off inside patient. The fragment was unable to be removed. An additional procedure was scheduled for a later date to remove the detached component. No further patient complications reported.

Manufacturer narrative:
B3: date of event: used the event aware date as the date of event was not provided.